Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported by the sales rep that the patient underwent a lumbar disc posterior fixation surgery on. When the patient had x-ray test before discharge, doctor found one of setscrews extruded from the rod. Doctor performed a revision surgery 9 days postop. During the surgery, doctor found three set screws extruded. No additional patient complications were reported.